Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing leading an inappropriate electric shock. Furthermore, the clinician indicated that the patient had received an inappropriate shock to this incident. Reprogramming efforts were discussed and recommended. Currently, this s-ICD system remains in service and no additional adverse events were reported.